Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient experienced ventricular tachycardia (vt) episode during a magnetic resonance imaging (MRI), due to off-label MRI programming. The ipg remains in use. No further patient complications have been reported as a result of this event.